Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is pending. Upon completion of the investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain 5 of 5 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual found with the supplies or the setup that could have caused or contributed to the reported event. The technical service representative (tsr) assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation was performed to investigate the reported system error 2240 alarm. A visual inspection, leak testing, and clamp function testing were performed with no issues noted. Clear passage testing and simulated use testing were performed with no issues noted. The sample evaluation did not verify the reported problem. Should additional relevant information become available, a supplemental report will be submitted.